Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the passive planar probe was intermittently tracking. The manufacturer representative covered each sphere individually and found that two pegs/spheres impacted the geometry error. It was also noted that the manufacturer representative visually inspected the instrument and it appeared to have bent pegs. There was no patient involved.